Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios was to be implanted in a transduodenal position for common bile duct (cbd) drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician deployed the distal flange of the stent in the space between the duodenal wall and the cbd, instead of inside the duct as desired. Reportedly, there was no issue with the delivery system. The physician removed the delivery system with the stent partially deployed and placed a fully-covered wallflex biliary rmv stent into the cbd through the duodenal wall to seal the fistula created by the hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.